Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The nurse reported that the doctor claims that the insulation is "unraveling" under fluoro. The lead remains implanted.